Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a recall on (B)(6) 2010 to address this problem. No patient deaths or injuries have been reported as a result of this condition. Note: (B)(6) was part of the 30-day MDR (1220063-2010-00085) submitted on (B)(6) 2010. Since then, draeger was notified that (B)(4) is also part of the complaint, prompting draeger to submit this report. The bezel associated with this serial number is within the scope of the recall.

Event description:
It was reported that the device randomly came out of discharge state and that buttons are inoperative apart from the power button. There was no patient injury reported. (B)(4).